Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an cartridge alarm 19 during insulin delivery. The alarm reoccurred when another cartridge was used. The customer's blood glucose level was not impacted. The customer was to continue to use the pump to manage diabetes.